Manufacturer narrative:
This report is submitted december 3, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to a CT scan revealing the electrode array was positioned within the vestibule. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2018 was a duplicate. All information has already been reported with report number 6000034-2018-02248. This report is filed on december 10, 2018.